Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the affected patient side manipulator (psm) to resolve the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) also received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. During failure analysis, the psm was installed onto the test system and reproduced the reported failure (insertion stuck) during power up. Friction readings were found to be out of spec along axis 1 during evaluation. The axis brake will be replaced as a fix. The complaint patient side manipulator (psm) with clamp had an insertion failure was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the patient side manipulator (psm) with clamp had an insertion failure. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the system powered on without errors and system functionality was checked upon powering on the system. The clinical sales representative was present during the procedure and contacted support when the issue occurred. The fse provided troubleshooting on how to recover from the reported problem, but the issue persisted. The fse advised that the affected psm could be disabled allowing the user to complete the procedure with the remaining arms; however, the surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no patient injury reported.